Manufacturer narrative:
Physio determined that the cause of the reported issue to be due to the user interface flex cable. Physio-control provided the customer with a repair quote; however, the customer declined to have the device repaired. Stryker returned the device to the customer without performing any repairs

Event description:
A customer contacted physio-control to report that their device when attempting to power on their device it locked up intermittently and would not complete its boot cycle. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device when attempting to power on their device it locked up intermittently and would not complete its boot cycle. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.